Event description:
It was reported to boston scientific corporation in 2007 that an ultraflex covered tracheobronchial stent system was used during a tracheobronchial stent placement procedure performed nine days prior (patient gender, age and weight are unknown). According to the complainant, the "stent did not deploy properly off the delivery system, and when it did it was loose." This stent was removed. The procedure was completed with another ultraflex covered tracheobronchial stent. Several attempts to obtain additional details regarding the circumstances surrounding this event were unsuccessful. There were no patient complications as a result of this event.

Manufacturer narrative:
No consequences or impact to the patient. Deploy, difficult to. Positioning difficulties. Initial examination of the returned device noted that the delivery system and a fully deployed stent were returned for analysis. Examination of the delivery system found no issues. Examination of the stent revealed it had not fully expanded on one side. The black monofilament retention suture was twisted preventing full expansion. The cause of the reported malfunction is undetermined. A review of the device history record for the reported lot revealed no anomalies.